Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device went black and powered off intermittently during patient treatment. As a result, defibrillation therapy would not be available if needed. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Section d4, catalog # of the initial medwatch report indicates 99577-001390. Section d4, catalog # of the initial medwatch report should indicate 99577-001500. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic record was downloaded and reviewed. The reported issue was verified. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device went black and powered off intermittently during patient treatment. As a result, defibrillation therapy would not be available if needed. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.